Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the aviva system. (B)(4).

Event description:
Reporter stated that customer received the following sets of results on 2 different meters within 10 minutes: 1. 105 mg/dl (mobile system) and 192 mg/dl (aviva system) 2. 88 mg/dl (mobile system) and 163 mg/dl (aviva system) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.